Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had malfunctioned and had rewind anomaly. Customer's blood glucose value was 348mg/dl. Customer declined to troubleshoot for high blood glucose value. Customer was advised to monitor the pump. Insulin pump will not be returned for analysis.